Event description:
I don't remember when I last reported my symptoms, due to the brain fog/memory loss caused by essure. I have had constant headaches, abdominal/pelvic pain, horrible cycles that are now like every two weeks, reoccurring bacterial infections, joint pain and fatigue. My latest has been hair loss, chest pain and extreme sweating. It's getting overwhelming.